Event description:
It was reported that this right ventricular (rv) lead exhibited a shock lead impedance (sli) measurement that was greater than 200 ohms, which was out-of-range (oor). This occurred during testing of this lead for a scheduled generator change out procedure. The physician tested this lead with both the newly implanted device and the previously implanted device and produced the same sli measurement. The new device was programmed to the rv coil to can vector which remained within normal limits for sli. The procedure was completed as intended. Technical services (ts) discussed device operation with boston scientific field sales representative. No adverse patient effects were reported outside of the prolonged procedure. Currently, this lead remains in service.